Event description:
The screwdriver has normal wear and tear. Update jul 30, 2015: upon product evaluation the pin is broken off the screwdriver.

Manufacturer narrative:
Examination of the returned product found the pin broke out of the hinge component. Multiple complaints have been received for stripped drivers, fractured hex drivers, and for the hex drivers cold welding to the screws. Originally, data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. (B)(4) was conducted in (B)(6) 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding cold-welding or stripping failures on codes (B)(4). However, because of the potential for various harms of higher severity, and to attempt to improve customer satisfaction, the fracture failures for codes (B)(4) will be further investigated within a preventative CAPA (CAPA-(B)(4)) that was created on (B)(6), 2015. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.